Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient claimed they had received inappropriate therapy multiple times during the day and that the device was not detecting/storing when they experienced the therapy. The device was interrogated and no episodes were recorded. All therapies were turned off and the device remains in the patient. The physician was still deciding if they wanted to admit the patient or not. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.